Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence before receiving the minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, successfully resuming insulin administration on their own.